Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 147 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer also changed the battery and it still does not work. The insulin pump will be returned for analysis.